Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation determined the reported difficulties, patient effects and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with 6f & 9f sheaths after a valvuloplasty procedure. Reportedly, the proglide suture was not present when the plunger was removed. A second proglide device was used to achieve hemostasis; however, sometime later that night overnight the patient complained of pain. It was found there was oozing at the access site and a retroperitoneal hematoma. It is possible the knot pulled loose as it was found partially in the tissue track. Blood pressure medication was administered. The patient was sent to surgery and a cut down was performed. Surgical suturing was used to achieve hemostasis. Hospitalization was prolonged. There was a reported clinically significant delay in the therapy. No additional information was provided.